Manufacturer narrative:
(B)(4). Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2012. Customer indicated that the initial surgery was uneventful. The clinic reported this event only and did not request field service or clinical support. All pertinent information available to amo at the time of this report has been submitted.

Event description:
Patient underwent uneventful ilasik on both eyes (ou) on (B)(6) 2012. Patient referred back to center by affiliate for debris under flap on the right eye (od). Meibomian gland secretions noted under flap od. Surgeon elected to lift and irrigate. Od flap lifted and irrigated on (B)(6) 2012. Visual acuity sans corrected (vasc) ou on (B)(6) 2012 was 20/20.